Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that insulin leaked from the reservoir into the reservoir compartment. The mother also reported blood glucose levels too high for the glucose meter to read. Advised the mother that the reservoir will be replaced. Advised the mother to return the reservoir that leaked.